Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of driveline power fault and driveline disconnect alarms were able to be confirmed. The heartmate 3 system controller (serial number: (B)(6)) was returned for analysis, and a log file was submitted for review, and another was downloaded for review. A review of the submitted log files showed overlapping events spanning approximately 3 days ( (B)(6) 2024, (B)(6) 2024, (B)(6) 2024 per timestamp). Events captured on (B)(6) 2024 took place at abbott. The driveline was disconnected and reconnected multiple times on (B)(6) 2024 between 06:39:28 - 06:55:54. Driveline power fault alarms were active due to an opened fuse b and loss of lvad communication alarms were intermittently active throughout the log file when the driveline was connected. The driveline power fault alarms did not clear in the log file. The driveline was disconnected at 10:34:59 and the controller was shut down at 10:35:12. There were no other notable alarms active in the logfile. Pump operation was not affected, and the device appeared to function as intended. The system controller was connected to a mock loop and a replace controller alarm activated due to the opened fuse. The fuse was replaced, and the controller was tested. The controller underwent preliminary and functional testing and passed. The controller was connected to a mock loop and was able to operate a pump with no alarms active. The controller functioned as intended. The root cause of the reported event of driveline power faults was conclusively determined to be caused by damage to the fuse. The root cause of the reported event of driveline disconnect alarms was unable to be conclusively determined through this investigation. The device history records were reviewed for the system controller (serial number: (B)(6) ) and was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate iii instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook (rev. D) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including driveline power alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was found unresponsive and presented to the emergency department. The modular cable was disconnected when the patient was found under a bridge by emergency medical services (ems), and it was reconnected. The patient had a driveline power fault alarm. The modular cable was not in pristine condition but had no exposed wires. The event log files showed that the driveline was repeatedly disconnected and reconnected on 11jun2024 between 6:39 pm and 8:50 pm which caused several associated alarms. The pump operated at the set speed of 5200 rotations per minute (rpm) when the driveline was connected. The event log files captured driveline power faults and an open system controller b line fuse. A system controller and modular cable exchange were planned.